Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of the tibial component confirmed that bony ingrowth was present on less than (B)(6) of the posterior surface. Dimensions were found conforming to print specifications where measured. Review of the device history records for did not find any deviations or anomalies. Review of the primary notes stated that a good range of motion was obtained and stability was satisfactory. Patient underwent revision in (B)(6) 2015. Review of the revision notes confirms that the patient underwent revision surgery on (B)(6) 2015 due to pain and discomfort in the right knee. Only tibial component was revised. The pegs were cut off. It was stated that there was no bony ingrowth seen on the inferior aspect of the pegs. Trial component gave a good range of motion and stability. A field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a (B)(6) than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the (B)(6) than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a revision due to pain and loosening.